Event description:
Additional information received: procedure was completed with a new device. It is unknown how the stent was broken.

Manufacturer narrative:
Additional information: b5. D9 - device received but remains under investigation. Correction: g4 - combination product. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: it has been reported, an universa firm ureteral stent set was found "broken" inside the unopened package, prior to patient contact for an unknown procedure involving the kidney. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information received 04mar2026: procedure was completed with a new device. It is unknown how the stent was broken. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The complaint device was returned to cook for investigation. The product was returned in open original packaging despite the customer description of the device not being opened. The wire guide was returned in unopened packaging. One stent pigtail coil had fully separated from the body of the stent. The tether was returned but no longer on the stent and potentially severed in its removal from the stent. No damage was noted on the positioner. Due to the customer description and the return of the device in open packaging, it is unclear what caused the coil to separate from the stent. A review of the device history record (DHR) and complaint history found no discrepancies or additional relevant complaints on the lot. The product IFU contains the following information related to the reported failure mode: precautions: do not force components during removal or replacement. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a cause for the reported failure mode could not be established. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It has been reported, an universa firm ureteral stent set was found "broken" inside the unopened package, prior to patient contact for an unknown procedure involving the kidney. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A5: ethnicity = chinese. H3: device evaluated by mfg: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.